Event description:
It was reported that the physician was attempting to use an endeavor resolute (rx) drug eluting stent to treat a lesion in the middle of the lcx exhibiting 85% it was reported that the device was prepped prior to use.during the surgery, the lesion was pre-dilated but the stent failed to cross the target lesion no resistance was noted between the relevant device and other devices used in the procedure and/or during delivery to lesion. No patient injury occurred and no clinical sequelae were reported. The device was returned to the manufacturing facility and through analysis of the returned device, the stent was observed to be deformed evaluation summary: the device was returned for analysis. The 11th distal segment had evidence of raised struts . The middle section of the stent had evidence damage, the 16th and 17th distal segments had evidence of raised struts. The remainder of the proximal section of the stent had no evidence of damage. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation: results - patients condition affected the effectiveness of the device (85% stenosis). Inherent risk of procedure (stent deformation). Conclusion: results - device failure related to patient condition (85% stenosis) 22 known inherent risk of procedure (stent deformation). (B)(4).